Manufacturer narrative:
Integra has completed their internal investigation on 02/03/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the valve was received without catheters. Air and water patency test with a syringe showed the received valve was blocked. After decontamination, the valve was patent. Pressure/flow test showed the valve was within specifications. This valve sn (B)(4) was tested within pressure/flow specification at the end of its manufacturing process, as shown on the device history records. The complaint is verified, as the valve was received blocked. The cause of the blockage is likely related to residues that impaired the valve mechanism but were displaced during the decontamination process. The device history records of the osv ii low pro valve ref 909712p, lot 0183401, sn (B)(4) were reviewed and did not reveal any anomaly. The batch was manufactured in october 2013 and included (B)(4) products. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from january 2014 ¿ january 13, 2017, a total of 10 complaints (including this one) for osv ii valve systems have been reported for failure/obstruction after the implantation procedure. Over (B)(4) units of osv ii valve systems have been sold from january 2014 to december 31, 2016, resulting in a complaint occurrence rate of (B)(4). No adverse trend is observed. Conclusion: the complaint is verified, as the valve was received blocked. The cause of the blockage is likely related to residues that impaired the valve mechanism but were displaced during the decontamination process. The valve functioned as intended for 1.5 year before becoming obstructed. Such late obstruction are known complications of valve therapy, as stated in the product instructions for use and are most likely related to patient related proteinaceous residues.

Event description:
A male child, born early (premature birth), with hydrocephalus had an osv2 low pro valve implanted on (B)(6) 2015. A second valve was implanted on (B)(6) 2015, because the patient began to display signs of increasing brain pressure, vomiting and vigilance disorder, indicating valve dysfunction. The first valve implanted began to show dysfunction on (B)(6) 2016. This valve was replaced, due to blockage, on (B)(6) 2016 and the patient was in good condition. There was no patient injury and the surgery lasted approximately 1 hour.